Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with prime rewind. The customer's blood glucose level at the time of incident was 180mg/dl. Troubleshoot was conducted. The pump was found to have failed the self-test. The customer states they did not receive second series of beeps, nor did numbers appear on the display during troubleshoot. The customer was advised the pump would have to be replaced and returned for analysis. The customer states they would be out of the country and would not be returning the device at this time. No further assistance provided.